Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states pt has full body elig system but is having ins replaced with the paddle lead remaining. Caller said the pt was having discomfort, was not getting relief. Patient claims the device wasn¿t giving him relief and wanted it removed. Hcp successfully removed paddle (lead) and ins with leads and everything intact. 2021-may-11, rep stated that manufacturer became aware of the incident on day of procedure ((B)(6)2021). Patient had multiple follow ups with the rep to try and obtain more relief but claimed the device was causing more discomfort than relief. Weight is unknown. Explanted device will not be returned, it was discarded during procedure. Information has been confirmed with physician.